Event description:
It was reported that there was a post operative adverse event that included severe shoulder pain and loss of consciousness that resulted in the fall onto the operated shoulder and loss of memory.

Manufacturer narrative:
The reported event could not be confirmed since the devices were not returned for evaluation (remained in patient) and no other evidences were provided. Since this event is a particular issue, the opinion of the medical expert was requested with the limited information available and stated as following: ¿the patient has had a reverse shoulder arthroplasty in 2015. The reason for the sudden pain is not clear". More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. In this case, patient conditions may have contributed to this event ("loss of consciousness resulting in fall onto operated shoulder (...)"). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information (such as x-rays, surgical reports) is provided, the investigation will be reassessed. The device remains implanted in the patient.